Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 month. Device not returned for evaluation. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a right paracorporeal ventricular assist device (pvad). It was reported that the patient went to the operating room on (B)(6) 2015 for placement of a bi-ventricular assist device insertion. The patient¿s immediate post-op course was complicated by bleeding. The patient was taken back to the or multiple times for emergent exploration. The patient¿s chest was ultimately closed on (B)(6) 2015. It was reported that the patient experienced multi-system organ failure and developed fungemia which was unable to be cleared. The patient required multiple pressors due to worsening sepsis but appeared to stabilize. The patient was extubated on (B)(6) 2015 but subsequently failed. A tracheotomy was required by ent on (B)(6) 2015 and on broad-spectrum IV antibiotics were maintained. It was reported that the patient was in poor condition with very poor prognosis. There were multiple family meetings held in early (B)(6) to discuss goals of care. At that time, the family wished to pursue aggressive treatment. The patient required therapeutic anticoagulation in setting of bi-ventricular assist device. Low-dose heparin gtt was initiated with a partial thromboplastin time (ptt) goal of 40. The patient was never supra-therapeutic on this low-dose heparin gtt. Unfortunately, near the end of the patient¿s course, the patient's neuro exam acutely diminished. A stroke was strongly suspected and demonstrated on a computed tomography (CT). At that point in time, the family decided it would be appropriate to withdrawal care. On the morning of (B)(6) 2015, the bi-ventricular assist device was shut down. The patient passed away shortly thereafter.

Manufacturer narrative:
No equipment has been returned for evaluation as the device was not explanted. The cause for the reported event could not be determined. The instructions for use lists bleeding, infection, and neurologic dysfunction as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.